Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal low glucose events approximately three times per week while using the ilet system, with a documented low of 59 mg/dl, and received guidance on viewing alert history and adjusting alert volume; the user noted sleeping on the sensor and was counseled on compression-related readings, and the device alerted to the low glucose. Symptoms included sweating, shakiness, and weakness. Outcomes included self-management without outside assistance or medical intervention, with correction using oral glucose sources such as juice and a frozen dessert. Investigation included troubleshooting and education by support staff regarding alert history access, alert volume adjustment, and sensor compression effects. Investigation of this case revealed low glucose events with unclear cause, with suspected contribution from sensor compression during sleep, and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.